Event description:
Asr revisionasr xl acetabular system - bi-lateral. Reason(s) for revision : unknown.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision, asr xl acetabular system - bi-lateral. Reason(s) for revision : unknown. This dint is for the left hip. For the right hip revision please see (B)(4). Update- added reason for revision, date of revision, taken from claimsuite dated (B)(6) 2013 reason(s) for revision: pain. Update - added additional reason for revision and amended revision date. Taken from claimsuite dated (B)(6) 2014. Reason(s) for revision: alval / soft tissue reaction.